Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a pod packing coil (pod pc), a lantern delivery microcatheter (lantern), and a catheter. It should be noted that the patient''s anatomy was tortuous and calcified. During the procedure, one non-penumbra coil was successfully implanted. After advancing a pod pc into the target location, the physician moved the coil back and forth and reported that it did not fit. Subsequently, the coil unintentionally detached and was completely contained inside the lantern. Therefore, the lantern containing the detached coil was removed and the pod pc was flushed out on the back table. The procedure was completed using a ruby coil, the same lantern, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was separated, and the pull wire was retracted out of the ddt. If the pet lock is inadvertently separated and the pull wire is retracted out of the ddt, the embolization coil will detach from its pusher assembly. Further evaluation revealed a kink in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.